Manufacturer narrative:
The device was not returned for eval and the device's lot number was not provided to perform lot history review. Based on the info provided, and the investigation performed, the root cause of the reported pseudoaneurysm is unknown. There is no evidence to suggest that the mynx device did not meet spec or perform as intended per IFU.

Event description:
A female with history of ipsilateral cath and pseudoaneurysm in 2004 underwent an uncomplicated coronary intervention in 2008. Peri-procedural angiomax was administered. Post procedure, there was report of some swelling just below the stick prior to closure, as well as some slight oozing around the sheath. The physician proceeded to use the mynx device which was reportedly prepped and used per IFU by a trained operator. Hemostasis was achieved, however, there was a small hematoma which was stabilized with manual compression. Several hours later the pt ambulated and a growing hematoma was noted. Doppler ultrasound documented a psa and the pt was sent for vascular repair. The pt reportedly tolerated the procedure well and was discharged 2 days later without further incident. No further info was provided.